Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the overlay screen and printer were broken. The bezel shield assembly and printer drawer were replaced. Analysis also indicated that the electrocardiogram connector on the printed circuit board was loose. The board was replaced and recalibrated. The hard drive was reconfigured and reloaded with updated software and the programmer passed final functional and system tests. (B)(4).

Event description:
The programmer, which was returned due to being dropped and damaged, tested out of specification during manufacturer's analysis. There was no patient involvement.